Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: axess. No pre-dilatation. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the target lesion was in the mid right coronary artery that was not calcified or tortuous; however, had a 90% stenosis. The vision stent delivery system (sds) was advanced to the lesion without predilatation being performed. The stent implant was deployed without problem; however, it took much longer than usual to deflate the balloon (approximately 30 seconds). The sds balloon was retracted out of the deployed stent implant and out of the vessel without any resistance felt. The stent was post-dilated with a non-abbott balloon catheter to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned without any blood visible, but thick dried contrast in the inflation lumen and in the loosely-folded balloon, which is consistent with the reported information. There was a bend in the hypotube (proximal shaft) distal to the strain relief tubing. As there was no reported damage to the hypotube prior to or during use, the observed bend likely is a result of handling during packaging for return and would not have contributed to the reported slow deflation. The inflation device used in the procedure was not returned. The returned sds was pressurized by a new indeflator filled with warm water in attempt to dissolve the thick dried contrast, however, after two weeks, the contrast did not dissolve and the device could not be inflated or deflated. After the hub (inflation port) was removed, it was revealed that the outer hypotube jacket was not covering the proximal end (lumen entry) of the hypotube, and a new 0.014 inch guide wire was advanced through the hypotube with little resistance, which may have been due to dried contrast as observed at the distal end of the hub. Additionally, there were no kinks noted to the distal shaft or the tip or other damage noted to the sds. These observations suggest that the inflation lumen through the hypotube and distal shaft was manufactured properly and would not have contributed to the reported deflation difficulty. Although the reported slow deflation could not be confirmed due to thick dried contrast, the returned product analysis did not indicate a product quality deficiency. As the dried contrast appeared thick, follow-up information was requested from the account regarding the contrast media percent and dilution used for stent deployment. Contrast that is more concentrated can lead to slower deflation times. Clarification from the account supplier noted that it is possible the contrast media (iopamiron) is diluted 1:1 with water. However, as the contrast dilution was not confirmed by the account or for this specific procedure, it could not be determined if the appropriate contrast was used (60% diluted 1:1 with normal saline per the materials required section in vision instructions for use (IFU)) and whether it contributed to the reported slow deflation. The reported lesion characteristics were no tortuousity, no calcification but 90% stenosis; and there was no pre-dilatation performed. The delivery procedure section in the vision IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. There were no reported stent deployment or apposition issues. The reported improper method of no pre-dilatation does not appear to have directly caused or contributed to the reported deflation issues. During manufacturing, the stent delivery system is 100% visually inspected for shaft damage. Additionally, a sampling of units is destructively tested prior to lot release to verify deflation time from rated burst pressure. A review of the lot history record for this reported lot revealed no nonconforming material records, indicating that all lot release testing results met specification. Additionally, a query of the complaint handling database for this reported lot revealed no other similar incidents.